Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with moderate calcification. The 2.75 x 12 mm nc trek balloon was advanced without issue and inflated; however, a balloon rupture occurred at 15 atmospheres (atm). A new 2.75 x 15 mm nc trek balloon was advanced without issue and inflated; however, this balloon also ruptured at 15 atm. It is unknown how many times the balloons were inflated prior to the ruptures. It was noted that both balloons were prepped per the instructions for use, and there was no resistance during removal. No additional balloon was needed and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional nc trek is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.